Event description:
As customer removed a cartridge from the I-stat portable clinical analyzer, there was evidence that blood had leaked out of side of cartridge. Customer was asked if there was any chance that the cartridge had been over-filled. Customer replied that it was not over-filled.